Event description:
It was reported to philips that the system did not start. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips system that failed to start. Upon troubleshooting, the philips field service engineer (fse) visited onsite, did functional testing and found a potential issue with the hardware, bios battery, or ram. To resolve the issue, fse cleaned all components, reseated the ram, and checked the connections. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.